Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal portion of the microintroducer sheath was damaged and plastically deformed. No use residue or other details of the damage could be discerned in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when placing the PICC catheter, the head nurse opened the package of a new device and found burrs at the proximal end of the seldinger catheter sheath. The catheter was immediately replaced. No other information was provided.

Event description:
It was reported that when placing the PICC catheter, the head nurse opened the package of a new device and found burrs at the proximal end of the seldinger catheter sheath. The catheter was immediately replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.